Event description:
It was reported that the patient had an allergic reaction to plavix after stenting in 1998. Approximately four years later, the patient received a cypher stent and the doctor prescribed ticlid. The patient was having angioedema and was treated with steroids.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information is not available. The male patient with a history of coronary artery disease with previous stent placement underwent the implantation of a cypher stent to an unknown target vessel. Following implant of the cypher stent, the patient reports angioedema that is being treated with steroids. It should be noted that following the patient's previous stent placement, plavix was used but had to be discontinued due to allergic reactions. The patient was placed on ticlid following placement of the cypher stent. The device remains implanted and is not available for analysis. Based on the available information, it is not possible to determine what factors may have contributed to this event or the exact cause of the angioedema. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.